Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the stent balloon is well folded and shows no signs of inflation. The stent is displaced in proximal direction . Stent imprints are visible on exposed balloon surface, indicating that the stent was initially crimped between the x-ray markers. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to external factors during procedure.

Event description:
The synsiro drug-eluting stent system was selected for use. During unpacking the stent dislodged from the balloon outside the patients body. The device was not used.